Event description:
Procedure type: lobectomy. According to the reporter: after the first firing, it was noticed that staples were malformed and tissue was not stapled properly (some proximal staples were remained in the cartridge). Air leakage was confirmed by leak test. Using new endo gia, the part was treated. The procedure was completed without further problem. There was no bleeding. Operative time was not extended. Also, the device could be fired smoothly without any difficulty, but it was quite possible the tissue was hard.

Manufacturer narrative:
(B)(4).